Event description:
Pt c/o eye discomfort, irritation for the past 24 hrs. Both eyes appear reddened and inflamed. Pt denies visual changes, chest pain, sob. The eye discomfort has not increased with dialysis. Seen by md during run. Md stated symptoms may be due to allergic reaction. Pt told to go to ER if symptoms worsen. Given benadryl 25 mg po six hrs post discharge from dialysis, the pt was admitted to hosp with increased eye pain and discomfort.